Manufacturer narrative:
As of today the device has not been received for analysis. Should the device be returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that this device and associated lead displayed noise that was able to be reproduced with isometrics. The patient was seen for a revision procedure where the lead was surgically abandoned and replaced and the device was explanted. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device was returned and is currently undergoing analysis.